Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. In addition, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customers blood glucose level ranged from 108-180 mg/dl. The customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.